Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported hearing a noise and then having no hearing sensation with the device.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. The device has been explanted but will not be available for investigation for the next 5 years.

Event description:
The patient reported hearing a noise and then having no hearing sensation with the device. The patient has been re-implanted but the device will not be available for investigation for the next 5 years.